Event description:
The adj wire collet 0.7-1.8mm was sent for service and during failure analysis it was noted that there was metal shavings on the driveshaft and lever of the device. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The quality specialist confirmed the device had metal shavings located by the driveshaft and noted the driveshaft had score marks. According to a review of the risk documents, wear on the driveshaft may produce metal shavings. Therefore, it is likely the reported event was due to driveshaft scoring.

Event description:
The adj wire collet 0.7-1.8mm was sent for service and during failure analysis it was noted that there was metal shavings on the driveshaft and lever of the device. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.